Event description:
Reporter stated the customer received a result of 8.7 mmol/l on the mobile system and delivered 8.0 units of novolog and 10.0 units of lantus after eating breakfast. The customer began to cramp, experienced a seizure, and "fell into a coma" approximately 10 minutes later. Her parents called the ambulance, and she was treated with sugar-solution and transported to the hospital. The following results were taken within 10 minutes on the mobile system and a professional meter while at the hospital: 2.4 mmol/l, 2.7 mmol/l, and 2.8 mmol/l (professional meter) and 8.2 mmol/l (mobile system). The customer was discharged from the hospital the next day. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.